Event description:
There was an allegation of a questionable reactive elecsys hiv combi pt result from the cobas e 411 analyzer (rack system) for one patient. The initial result was 83.3 coi (reactive). The repeat result was 77.6 coi (reactive). At another hospital, hiv testing was completed, the hiv screening, ribonucleic acid (rna) and polymerase chain reaction (pcr) results were all negative. The assay and method used were not provided.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms. " "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that there was no product issue found.